Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Ultimately, the resolution involved replacing pump supplies as necessary and resuming insulin.